Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: product code 151650507, work order (B)(4) was manufactured on 27 february 2015. 17 parts were manufactured per specification and all raw materials met specification. There was one nr related to this lot: nr-0099319. Surface finish is to be inspected at the machining process step on the ¿first off only¿ as per tm-100976 (attune ps inserts surface finish inspection) and sws-0026 (attune ps inserts machine). Tm requires that if first off fails the previous machined batch is to be located and reviewed to ensure there is no surface finish issue. This deviation has no correlation with the complaint failure mode.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address pain and loosening of the tibial component at cement to implant interface. Cement manufacturer was unknown. Doi: (B)(6) 2016, dor: (B)(6) 2018, left knee.